Event description:
It was reported that this right ventricular defibrillation lead exhibited perforation with a large pericardial effusion and cardiac tamponade. This lead was able to be successfully repositioned and remains in service. No additional adverse patient effects were reported.